Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the femoral artery, but did not inflate despite good helium pressure. The iab was removed and the customer attempted to inflate outside the patient, but it would not inflate. Blood was seen in the catheter tubing. A new iab was used to continue therapy. The indication for use was cardiogenic shock. There was no reported injury to the patient.